Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed for distal occlusion during preventive maintenance testing. This did not indicate a reportable malfunction. However, during verification testing at the service center it was found the device pressures sensor had drifted out of calibration.

Manufacturer narrative:
Testing and investigation at the service center found the device alarmed for check cassette p during the proximal pressures sensor calibration. Drift. The customer contact report of constant distal occlusion alarm was not duplicated in testing; however, multiple distal occlusion alarm codes were noted in the device history. The probable cause was false distal occlusion alarms due to the distal pressure sensor calibration drift. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.